Manufacturer narrative:
Clinical review: there is a possible temporal relationship between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient event of peritonitis. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported peritonitis event was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the fresenius cycler with fresenius cassette. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the fresenius cycler with fresenius cassette can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
In a customer experience survey, a patient reported having had ¿tube¿ peritonitis. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additionally, it is unknown if the patient was utilizing fresenius products when the peritonitis event occurred. In a follow-up call, the patient¿s nurse confirmed the patient has been on hemodialysis modality for over 15 years and that there was no information about the peritonitis event available. Additional due diligence attempts to reach the patient were attempted but no further information was obtained.